Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Initial reporter complete facility name: (B)(6) medical center. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that since reimplementation of external catheters as an alternative to indwelling catheter replacement, uksc has already experienced an increase in symptomatic urinary tract infection rates with most cases involving an external catheter. Exploring root causes are underway. UK st. Claire implemented purewick flex (pwf030kx) and purewick male (pwm030) several months ago. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that since reimplementation of external catheters as an alternative to indwelling catheter replacement, (B)(6) has already experienced an increase in symptomatic urinary tract infection rates with most cases involving an external catheter. Exploring root causes are underway. (B)(6) implemented purewick flex (pwf030kx) and purewick male (pwm030) several months ago. It was unknown what medical intervention was provided for urinary tract infection.